Manufacturer narrative:
H3, h6: the device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, the surgical technique notes that fixation, support, and stability may be compromised if gaps are present between the implant and bone. Osteolysis is a known potential complication post-joint replacement and component loosening is included in the instructions for use document related to knee systems, as a possible adverse effect secondary to mechanical and/or patient factors. Although radiological signs of subsidence and/or loosening are noted in the provided photocopied images, a definitive clinical root cause of the tibial baseplate loosening with osteolysis could not be determined. Radiolucencies and osteolysis, among other factors are known contributors to micromotion and instability. Currently unable to rule out bone quality, size selection, implant positioning, or other mechanical and/or patient factors as potential contributors to the events. A component malperformance cannot be confirmed. Device specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, complaint history review, risk management file and prior actions review could not be performed. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. Corrected data: h6 (health effect - clinical code, health effect - impact code).

Manufacturer narrative:
Internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known risks with the device itself or with its use that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, after a left reverse hybrid tka surgery performed on (B)(6) 2025, in which a porous tibia baseplate with jrny lock with journey ii bcs femur and tibia insert were implanted, the patient experienced loosening of the tibial component. It is unknown how is this issue being treated. The current health status of the patient is unknown.